Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the customer stated that the device closed down on tissue and wouldn't open back up. Pried the handle open, but then couldn't reclose the device. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.